Manufacturer narrative:
The compromised force sensor system alarmed during the basic occlusion test, due to loose and or protruded drive support disk. The pump was received with loose and or protruded drive support disk, severely scratched display window, and cracked reservoir tube lip.

Event description:
The customer's wife reported via phone call of customer's issues with compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 160mg/dl. Troubleshoot was conducted, and the drive support cap was found to be protruded. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.